Event description:
Contact reports the charite artificial disc had migrated anteriority. A revision was performed to fuse the patient and the cahrite disc was left in the body to act as an inte/body device.